Event description:
A stryker core impaction drill was sent in for repairs for overheating during a tooth extraction. No injuries to the pt or the user were reported. The procedure was completed successfully with another device without any procedure delays.

Manufacturer narrative:
The device was returned for analysis and overheating was duplicated during the quality investigation testing. Further investigation revealed corrosion of the motor and other component parts. The parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.